Manufacturer narrative:
The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the housing of the power module was damaged due to a fall.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the housing of the power module was confirmed. The power module (serial number: (B)(4)) was returned for analysis to the european distribution center (edc) and the damage to the housing was confirmed. The power module was forwarded to the product performance engineering (ppe) lab for further analysis. The returned power module was connected to power and booted up as expected. The unit was then connected to a test system monitor, heartmate 3 system controller, and mock loop and allowed to run for an extended duration. During this time no alarms became active. The power module was found to operate as intended throughout functional testing. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on (B)(6) 2010. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the power module was not in use at the time of the fall. It was also reported that the device was functional both before and after the fall. The only damage was to the housing/ casing.